Event description:
The device was received at hq. The device housing was slightly open due to damaged welding seam and the leaking battery was found after opening the device for repair. It cannot be excluded that electrolyte could have escaped the housing. According to the rrf the device is optical damaged and has a mechanical problem.

Manufacturer narrative:
Conclusion: during a normal repair process a leaking rondo 2 rechargeable battery was discovered and started this investigation. It revealed a damaged welding seam at the housing as well as multiple other damages were found. The carrier and circuit board are covered with leaking electrolyte. The observed damages were most likely caused by excessive mechanical stress such as the reported external mechanical impact. This is a final report.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at hq. The device housing was slight open due to damaged welding seam and the leaking battery was found after open the device for repair. It cannot be exclude that electrolyte could have escaped the housing. According to the rrf the device is optical damaged and has a mechanical problem.